Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range hv lead impedance for the rv-can and rv-svc vectors. The patient was asymptomatic. No action was performed. The lead remains implanted.